Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the reported problem was confirmed but not replicated. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pf where all relevant testing was passed within specification. Once testing was completed, the insertion searchlight was inspected, and no faults could be identified.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the endoscope moved without control. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv). The issue occurred while the surgeon was controlling arms 1 and 3, not arm 2 where the endoscope was. There were no external collisions. The reported issue only occurred once during the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) checked the connected cables and sockets, recalibrated the universal surgical manipulator (usm) and set up joint (suj) 4. Then fse followed up and observed the system condition to confirm there were no issues. The probable root cause is attributed to a calibration issue of the usm and suj. The usm was recently replaced and there could have been a calibration issue causing the problem. Failure analysis found that the returned usm functioned as expected with no issues.